Event description:
On (B)(4) 2013, the reporter contacted animas to report an unspecified issue with the onetouch ping insulin pump; she did not provide any details. During a follow up troubleshooting telephone call with the customer, the customer reported she was ¿in an ambulance¿. The patient refused to troubleshoot the pump or to provide any details about the event. As there was no further information provided and the patient allegedly received emergency medical attention while using the pump, and the alleged issue with the reported pump was not resolved, this complaint is being reported.